Event description:
One of two stents implanted during the index procedure became totally occluded five months later. Pci was performed on this patient who presented for treatment of a 58% de novo lesion in the proximal and mid lad of 17.64mm in length in a 2.8mm vessel diameter. The (class c) eccentric lesion was characterized as diffuse and with heavy calcification. The radial approach was chose for the procedure. Rotablator was conducted. The lesion was not pre-dilated before deploying one 2.5x18mm cypher at 20atm. Due to heavy calcification, there was insufficient stent opposition. A 3.0x18mm cypher was deployed next, proximal to the previous stent and also in an overlapping manner. Ivus was conducted. Timi 3 flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Five months later, the patient complained of chest pain. Restenosis was observed at the distal end of the cypher. The lesion was totally occluded. To treat the restenosis, aspiration was conducted. Since the apposition of a part of the implanted cypher was not enough, poba was conducted with a balloon (3.0/30mm). A 2.5x28mm cypher was implanted in the restenotic area. When the stent was implanted, the plaque moved throughout the struts of the newly implanted stent, but on the cag there was no problem. Therefore, there was no treatment and the procedure was finished. The residual diameter stenosis measured 25%. Four days later, follow up cag was conducted and the patient was in stable condition.